Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the left ventricular lead. The lead was not used. There was no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).